Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in an unknown procedure performed on (B)(6). 2023. During the procedure, the clip prematurely deployed. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150103 captures the reportable event of clip prematurely deployment at an unknown anatomy location.